Event description:
It was reported by the customer that they have seen cases where the air-in-line test will pass preventative maintenance testing; however, when the device is opened for additional repairs, the air-in-line assembly will be damaged. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem additional information: manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue that device had air-in-line assembly damaged was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they have seen cases where the air in line test will pass preventative maintenance testing; however, when the device is opened for additional repairs, the air in line assembly will be damaged. There was no patient involvement.